Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement on (B)(6) 2025, under general anesthesia. During a routine follow up on (B)(6) 2025 a magnetic resonance imaging (MRI) was performed, the hydrogel was mostly on the right place, and a misplacement of about 1 cc was found into the prostate capsule and into the veins around the prostate. The patient went into urinary retention and needed a catheter for a few days. The catheter has already been removed, and the patient urination is better. The patient is expected to start his radiation soon.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.